Event description:
This pi is for the revision on (B)(6) 2025 ('last friday'). As reported: "patient revised due to possible infection. Patient was also revised last friday for the same reason. No other information available due to hospital policy." Right knee.

Manufacturer narrative:
The following devices were also listed in this report: mrh hdp assembly pack; cat # 64812150; lot # lhe178; mrh axle; cat # 64812120; lot # ctd27140; mrh tib rot comp xs-xl; cat # 64812100; lot # 119672; mrhk tib ins 13mm m/l m2/l2; cat # 64813313; lot # lft374. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.